Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
A customer alleged a merit inflator handle disconnected at the screw thread. No reported patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The failure as reported was observed. The retainer cap and handle assembly had detached from the barrel of the device. The likely root cause can be attributed to operator error. Possibly, the operator did not follow the proper procedure to bond the retainer cap to the barrel of the device. A search of the complaint database was performed and one similar complaint for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and one similar complaints for this lot number was found. The device history record was reviewed, and no exception documents were found.